Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the posterior capsule ruptured. It was necessary to use a backup iol. Additional information has been requested.